Manufacturer narrative:
Inspected one opened and used sensor and found insertion needle bent in sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl and the sensor glucose was 60 mg/dl. Insulin delivery was suspended on low disabled. Customer also stated that insulin pump received the change sensor alarm. The sensor will be returned for analysis.